Event description:
It was reported that during an access pathways/ wpw procedure the patient suffered from a pericardial effusion. A pericardiocentesis was performed and the patient was in stable condition in the ICU when the event was reported. Multiple attempts were done to request for further details of the event and the patient's updated health status, however no additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that during an access pathways/ wpw procedure the patient suffered from a pericardial effusion. A pericardialcentesis was performed and the patient was in stable condition in the ICU when the event was reported. Additional information later provided stated that the physician believed the causality of the pericardial effusion was due to patient movement. Patient was discharged in 2 days after the event. The returned device was evaluated visually and tested for deflection and irrigation characteristics. It was also tested for electrical performance, thermal sensor response and stockert generator compatibility. The catheter was found within specifications and passed all the tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). Stockert rf generator, model #:m-5463-01, serial #: (B)(4). C3 ez steer cs with auto ID catheter, model #: d-1263-06-s, lot #: unknown. Soundstar 3d 10f-90 catheter, model #: m-5723-05, lot #: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).